Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda, tissue injury, and heart failure were unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effects of heart failure, mitral regurgitation, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed on the mitral valve, reducing mr to a grade of 1-2. Approximately one month ago the patient returned with heart failure and it was found both clips had detached from the anterior leaflet (single leaflet device attachment/slda) and mr had increased to grade 4.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.